Event description:
The account alleged the head end brake casters rotate to the side when the brake is set and the stretcher is pushed. No injury reported.

Manufacturer narrative:
The account replaced the head end brake caster to resolve the issue.